Event description:
It was reported to covidien on (b)(6 010, that a customer had an issue with a sponge. The customer reported that the gauze frayed in a wound, which then had to be irrigated.

Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the results will be forwarded.